Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for an unrelated reason. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and a new device was implanted successfully. The patient was stable throughout the procedure.